Manufacturer narrative:
Product ID, 3889-28 lot# v525448, implanted: 2010 (B)(6), product type lead product ID, 3037 l ot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. The patient had not felt stimulation for 3-4 months. It was unclear when therapeutic effect was lost because it was later reported, the patient lost relief about three weeks prior and the patient last felt stimulation three weeks prior. During this time, the patient had a bladder infection. It was noted the bladder infection cleared up "fairly quickly." Patient had a return of symptoms and was having accidents. Patient was able to turn on stimulation, however, patient did not remember turning off the stimulation. Patient was on program one and was at a comfortable level. Approximately, two weeks later, it was reported there was a loss of therapeutic effect. Different programs and stimulations were attempted. Stimulation was felt in the patient's buttocks. Additional information has been requested, but was not available as of the date of this report.